Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a clinical study underwent a da vinci assisted pulmonary lobectomy for the lung cancer in the middle superior lobe. The procedure was completed without any intra-procedural complications nor any device malfunctions. The patient was discharged without complications. Approximately a month after, the patient developed hypoxia, dyspnea and chronic bronchitis, and required antibiotics. The lower lung infection was reported as resolved seven days later.